Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/1.0/170 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to elevated intraocular pressure. The explant resolved the problem. In the reporters opinion the cause of the event was unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6: 1494: off-label age>45, acd<3.00mm at the time of implantation. Claim# (B)(4).